Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device product code and batch number associated with this event is not known. The customer reports the following possible product codes and batch numbers: j416h possible lot lpm114 mfg date: 12/1/2017, exp date: 11/30/2022 manufacture site: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for the surgery? Are there any other patient factors, diabetes, poor circulation?

Event description:
It was reported that patient underwent bka on (B)(6) 2017 and suture was used for deep dermal closure. It was reported that the patient experienced non-healing wound with ongoing drainage requiring washout and revision on (B)(6) 2017. The patient experienced suture abscesses with revisions on (B)(6) 2017 and (B)(6) 2018. Multiple undissolved sutures were removed from the wound during clinic visits between revisions. It was reported the tissue and muscle was viable and the wound healed as of (B)(6) 2018. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device product code and batch number associated with this event is not known. The customer reports the following possible product codes and batch numbers: batch ma8288; mfg date: 01/28/2018; exp date: 12/31/2022; batch lpm114; mfg date: 12/01/2017; exp date: 11/30/2022. The device history records were reviewed for the possible lots and the manufacturing criteria was met prior to the release of these lots.